Manufacturer narrative:
Date of event: event date is estimated.

Event description:
It was reported that patient had a system explant on (B)(6) 2022 due to an infection. Patient is also prescribed antibiotics.

Event description:
Additional information received reports that patient's infection has now resolved.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.